Event description:
It was reported that the device was explanted approx after implant duration of 7.73 mos, due to mitral insufficiency. No further details were provided. Info learned from operative report.

Manufacturer narrative:
Device not returned.